Event description:
It was reported through the stryker facebook page, "my husband had his knee done and it still is hard and painful to bend , sorry he had it done.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.